Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H10: the actual device was received for evaluation. The device was received containing 91ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. After the prescribed infusion time of 46 hours, a "significant remainder of solution" remained in the device. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.